Event description:
A 19 guage 1 1/2 needle had come through the needle syringe box and punctured an employee who had trapped the outside of box. The boxes are to be puncture resistance to prevent needle sticks. This particular style has been in use at this hospital for several years. The infection control nurse and martreria management director are researching a stryle which will be more puncture resistant. The employee has been treated as procaution with azt as the identity of the patient contact is unknown. The needle had been attached to a 25-30 cc syringe when it was found through the box. The box was discardeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, other, other, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.